Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold lead impedance patient alert is observed on (B)(6) 2011. Svc lead impedances are variable between 49 ohms and 254 ohms. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) impedance - high resistance/impedance (B)(4) oot subthreshold lead impedance patient alert is observed on (B)(6) 2011. Svc lead impedances are variable between 49 ohms and 254 ohms.

Event description:
It was reported that the right ventricular lead had high and variable impedance. Patient alert was tripped. Also, it was reported that the lead was potentially fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.